Event description:
A customer reported obtaining unexpected negative antibody results with capture-r ready-ID when used on the galileo echo.

Manufacturer narrative:
Immucor field service engineer (fse) visited customer site on (B)(4) 2013 for instrument corrective maintenance visit. The galileo echo instrument was tested by the fse and found to be operating within specifications. No patient sample or customer product was returned to immucor for immucor investigation.